Event description:
The customer reported via phone call that the insulin pump was not allowing him to deliver a bolus. The customer stated that the insulin pump alarmed no delivery as well as button error. The customer's blood glucose was unknown. The customer stated that they were sleeping when the button error alarm occurred. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
No button error alarms were noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump passed the rewind, displacement, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The pump had minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.